Event description:
The customer stated the cell-dyn sapphire analyzer vent head assembly crashed, causing the needle to bend and specimen tube cap to be removed from the tube, resulting in blood spilling in the analyzer. The customer cleaned up the spill and a new vent head assembly was installed on the analyzer. The customer confirmed no exposure occurred and the issue was resolved with the replacement of the vent head assembly. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical device: cell-dyn sapphire analyzer, list # 8h00-01, (B)(4). The cause of the cell-dyn sapphire vent head assembly aspiration error (undetected short sample) was due to a defective cell-dyn vent needle from the supplier. A product recall informed abbott customers to discard any cell-dyn sapphire vent head assemblies and replace with a new cell-dyn vent head assembly provided to the customer with the recall letter.

Manufacturer narrative:
(B)(4). Suspect medical device, catalog #: new information received from the abbott customer technical advocate confirmed via the customer, the suspect medical device in use at the time the complaint was opened was catalog # 8h53-02, associated with remedial action recall 2919069-7/26/10-005-r for the cell-dyn sapphire vent head assembly. This medwatch submission reflects the correction to the catalog # from 8h53-04 to 8h53-02.